Event description:
It was reported that cgm displayed error message 42 while customer was using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical support, and after reset pump no longer showed error and customer successfully started new sensor session.